Event description:
Pt reported that a few hours after activating the device on (B)(6) 2012, her blood glucose measured 269 mg/dl (exact time was not reported), so she delivered a correction bolus of 13 units of insulin. When she checked her bg "a few hours later" the result was 22 mg/dl. She attempted to treat her low bg but was unsuccessful; she did not report exact treatment. At the time of her call, she was at the hospital being treated for hypoglycemia and her bg was begun to return to normal.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No malfunction or other product condition that would have contributed to the reported hypoglycemia was found. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results below 70 mg/dl mean low blood glucose (hypoglycemia)." It advises "hypoglycemia can occur even when a pod is working properly," "always check your blood glucose levels frequently while treating hyperglycemia. You don't want to over-treat the condition and cause your bg level to drop too far," and "if blood glucose is below 70 mg/dl, eat or drink 15 grams of fast-acting carbohydrate, such as glucose tablets, juice, or hard candy. Check blood glucose again after 15 minutes. If blood glucose remains low, take another 15 grams of carbohydrate. Contact your healthcare provider as needed for guidance. Repeat steps 2 and 3 until blood glucose is within the bg goal."